Manufacturer narrative:
Results evaluation codes: investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. The source of the leakage found to originate from three linear cuts in the wall of the tube cuff, starting 25mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the possible reported lots the customer provided. Though, there have been complaints of this nature on this product code, these are historical, and do not indicate a systematic failure during manufacture, especially when compared with sales of product annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the device was tested prior to use, however, as the device only became deflated following two days use following insertion, this incident is unlikely to be the result of an assembly fault. The most likely cause for this incident is that the cuff became scratched during intubation, or following inflation of the cuff. Though, these proudcts are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. Corrective action: this report has been logged for trending purposes.